Event description:
Overdelivery reported. The report source could not recall specific info and no incident report was written. To the best of her recollection, the pump had been set for epidural delivery of a dilaudid/bupivicaine admixture at a rate of 6 or 8 ml/h with a pca dose of 2ml, 20 minute pt lockout and unrecalled 4 hour limit. While she was at the pt's bedside, the pt reportedly requested a pca bolus. The pump "seemed to keep on delivering and failed to stop at 2 ml." She manually stopped the pump after delivery of 2.2 ml, however, she felt that the pump would have kept going if she had not stopped it. The pump was switched out. There was not indication of any overdelivery previous to this incident. The pt did not experience any adverse efffects. No add'l info was available.